Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which are stated in: oer-4 operational manual 3.9 inspecting the disinfectant solution¿s concentration level. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the endoscope reprocessor's acecide wasn't checked prior to each use and was only checked once every morning. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.